Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator performed cerebral angiography using an unknown 5fr femoral artery sheath. After the procedure, a 5f exoseal vascular closure device (vcd) was used, but the plug could not be deployed. Manual compression was performed. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Event description:
As reported, the operator performed cerebral angiography using an unknown 5fr femoral artery sheath. After the procedure, a 5f exoseal vascular closure device (vcd) was used, but the plug could not be deployed. Manual compression was performed. There was no reported injury to the patient. Additional information was requested; however, not obtained after multiple attempts made. The device was returned for evaluation.

Manufacturer narrative:
As reported, the operator performed cerebral angiography using an unknown 5fr femoral artery sheath. After the procedure, a 5f exoseal vascular closure device (vcd) was used, but the plug could not be deployed. Manual compression was performed. There was no reported injury to the patient. Additional information was requested; however, not obtained after multiple attempts made. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed, deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window. Then it was proceeded with depression of the deployment lever, achieving the indicator wire retraction and plug deployment, as expected. Additionally, the indicator window black, white and red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18312057 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the functional analysis was performed and plug deployment was successful. The internal mechanism showed no anomalies. The dimensional analysis was within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.